Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a cannula kinked issue event on (B)(6) 2024. The blood glucose level was high, and treatment administered was a correction bolus via pump. The infusion set had been in use for less than twenty-four hours. The insertion sites included the abdomen, upper buttocks, and legs. The issue occurred with multiple infusion sets. No further information available.